Manufacturer narrative:
Addendum (06-aug-2015): additional information was provided that the stent was not deployed in the patient. The stent was deployed by the user after the case was completed. The sheath could not be retracted in the patient to uncover the stent and they therefore removed the system from the patient in one piece and deployed another 8x40mm precise stent. Additional information was recently obtained and noted that the described event of deployment difficulty does not meet the required criteria for medical device reporting as the information states that the stent was not noted to be partially deployed. The user was unable to deploy the stent during the case. Therefore, please note that the complaint no longer meets the criteria for reporting under the medical device reporting regulations. No further reports are forthcoming. Product investigation: one non-sterile precise pro rx us carotid syst was received coiled inside in plastic bag. Unit was deployed. A piece of an unknown device was inserted into the shaft of the device. Although the stent was not received; functional test (deployment process) was performed according to procedure (B)(4) and no anomalies were found. Review of lot 17224025 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The failure "sds- deployment difficulty-partial deployment (carotid)" reported by the customer was not confirmed since functional test was performed without problem. The exact cause of the reported failure condition could not be conclusively determined. Therefore no actions will be taken.

Event description:
The report received indicated that the lesion was crossed and the 8x40mm precise pro rx stent delivery catheter was advanced across the lesion. When the physician attempted to deploy the stent, the stent was separated from the deployment catheter which would not allow deployment of the stent. The stent was not deployed and the entire system was removed and a new stent was opened and deployed successfully. There was no report of patient injury. The device will be returned for examination. The device was opened in a sterile field.

Manufacturer narrative:
The gender of the patient is unknown. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. (B)(4).